Manufacturer narrative:
Additional information : upon follow up it was reported that the patient experienced sterile peritonitis. The cause of the peritonitis was due to a break in aseptic technique that was further described as the patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for the event. Seven days after the event onset, the patient was treated with tazocin (4 gm, daily, route and duration not reported) and fluconazole (200mg, daily, route and frequency not reported) for peritonitis. Tazocin was stopped 14 days after being administered and fluconazole was stopped 21 days after being administered. The patient outcome is unknown. It was not reported if the patient was retrained on aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.